Event description:
It was reported that the patient's catheter had detached from the pump "over a year ago". One year ago an x-ray confirmed that his catheter was floating in the thoracic area; and the patient was having an increase in pain and needed their dosage increased frequently. A catheter revision was performed a year ago; and the healthcare provider (hcp) re-attached the existing catheter to the pump and told the patient his catheter "would not move again". The morning of (B)(6) 2012, the patient woke up to a hematoma "3 golf balls thick and wide" on their spine. The area was painful and itchy. The patient experienced a return of symptoms as the catheter came out of the intrathecal space for the second time the patient had a knee surgery replacement about 6 months ago. The patient was noted as not having been as active due a "failed back" and since his knee replacement. The patient had 8 weeks of physical therapy. Three "huge swollen masses" were on the patient's lower lumbar; and he had itching on his body. A CT scan was performed on (B)(6) 2012, and the three masses or pockets were filled with fluid. The CT scan confirmed the catheter was not in the intrathecal space; the catheter had become de-attached again. Per patient, it was still very close to the spine but medication was going into his body. The patient was having terrible sciatica from the pressure of the fluid. The patient didn't think he was getting his pain medication because he was feeling all of his pain. Per patient, they were being admitted to the hospital and surgery was planned. The pump was delivering hydromorphone, clonidine and baclofen.

Event description:
The patient was hospitalized 4 times in the last 4 years due to problems with the catheter. The catheter was dislodged and floating around in the thoracic spine which caused the patient distress. Surgery was performed where the same catheter was placed back into the spine. During a second surgery, the hcp took the pump and catheter out and connected a new catheter and put the pump back in, but the patient developed a big mass from the fluids leaking out. A week or 2 later, the mass was still there and it hurt the patient. The patient touched the mass and "it blew out, blood and fluid came out". The patient revisited the surgeon who performed another surgery where the catheter was "set" again but in a different spot. The space was cleaned out and the area was closed back up. It was noted the patient had been "cut open" 4 times. The patient was hospitalized for 4 days due to vomiting and a bad headache. Per the reporter, the patient believed it was a spinal headache, but the physician did not agree. The patient was instructed to lie flat.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4)... Catheter model# 8731sc serial# (B)(4)implanted: 2008-(B)(6) explanted:unk...(B)(4).